Manufacturer narrative:
D9: product received date 11/1/2024. H3: one device was returned for repair with complaint of error code 80 issue. Review of service history could not be performed. The reported complaint was confirmed during power up. The root cause was that the printed wire assembly (pwa) board was causing the power to cycle. Replacing the pwa board resolved the problem. After the repair, the device passed all functional tests.

Event description:
It was reported that the pump originally went to infusystems for recertification. However, after the pump was evaluated by the service technician, it was deemed defective. The reason why the pump is unrepairable is due to error code 80. The pump will be sent to smiths for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.